Event description:
It was reported that the patient presented to the clinic with shortness of breath. Remote transmission showed the device was in backup vvi mode. It was noted that the patient had an MRI. Device interrogation confirmed the backup mode. A device restoration was performed successfully, and the device was reprogrammed to previous programmed settings.